Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During a ureteroscopy procedure, a large stone lodged in the sheath with the basket around the stone. After tugging on the basket, a formation wire broke. The device was removed, nothing detached. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed with a competitors product.